Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure, the patient a little blanching on the skin of the cervix occurred. The physician stated the patient received a first degree burn its not severe, and the patient is fine. The size of the burn is about a centimeter in length and a quarter centimeter tall. No treatment was necessary.

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Product unavailable for analysis